Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma."

Event description:
Patient reported left side seroma, wants to remove due to recall concerns, "puncture and emptying... Bia-alcl was not screened". "Seroma puncture" was the treatment provided. The device remains implanted.